Event description:
It was reported that the patient had inappropriate shocks due to supraventricular tachycardia. Technical services discussed the electrograms with the caller. There were no additional adverse patient effects. The system remains implanted.